Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on an unknown date. Review of transmission revealed high capture thresholds and low pacing impedance on the left ventricular (lv) lead. On (B)(6) 2021, the patient presented in clinic for lead revision. Device interrogation revealed that the lv lead was now exhibiting loss of capture and high pacing impedance. The physician elected to cap and replace the lv lead to resolve the issue. The patient condition was stable.